Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples and photos were provided for evaluation. Both samples and photographs were visually evaluated, and it was noted that the photos depicted a green connection and filter, as well as a spill of medication on the floor. Visually evaluation of physical samples returned noted no defect on set. Both samples were then functioned leak tested per specification with no leakages observed. Based on the results of the sample evaluation, the product met internal specifications. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description - chemo spill detailed inquiry description: rn think it was leaking from the green connection but could have been from the connection above it (further from the patient). Rn checked all connections before infusion, but it still leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.